Event description:
It was reported by the sales rep that during a lower anterior resection procedure, the device was armed and inserted into the patient. The safety button did not go back up on the housing. The safety was not engaged. Another device from a different lot number was opened to complete the procedure. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.